Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.